Event description:
It was reported that the 840 ventilator had a graphical user interface (gui) blank screen during patient use. The ventilator alarmed at the time of the event. The patient was not harmed or injured as a result of the event. It is unknown if the patient was transferred to another ventilator at the time of the event. The customer has refused to evaluate the device by medtronic. Therefore, the root cause of the event could not be identified.